Event description:
Customer called to report the insulin pump had a cracked reservoir compartment and missing plastic from the ring around the compartment. Blood glucose reading was 146 mg/dl. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube. (B)(4).